Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This pt needed to have a two uterus embolization after a severe postpartum hemorrhage. There was no consequence after the two interventions but erythema was discovered two weeks later. The pt went to see a dermatologist who noticed a hand palm sized lesion on her back-lumbar region. The lesion looked like radiodermatitis. A medical investigation was performed but it couldn't confirm the dermatitis.